Event description:
Caller reported that the quick bolus/wake button on their insulin pump was difficult to press and required multiple attempts to activate the screen. Impact on blood glucose levels was not provided by the caller. Technical support advised the caller to use the tip of their finger to press the center of the button while supporting the pump, successfully turning on the display after several attempts. Despite these efforts, the button remained hard to press, and as the pump was out of warranty, it was not replaced.